Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express upper arrow and down arrow button dome switch. No unlocked lcd keypad connector. Insulin pump was received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding for a month. The act, up, and down arrow buttons were unresponsive. Customer's blood glucose level was 590 mg/dl. The customer gave himself a manual injection for a bolus because he was unable to bolus using the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.